Event description:
It was reported that the insulin pump automatically stops bolus delivery and when it resumes the customer has to set the bolus again. It was also mentioned that the buttons are locked. Customer's blood glucose level at the time 128mg/dl. No troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.